Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke down at 11 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as medical device report in an abundance of caution.

Event description:
The subject device was used during hepatectomy. In the latter half of the procedure, there were several unk error messages. The procedure was completed with another thunderbeat device. There was not pt harm reported. The device was returned to olympus medical systems corp. (Omsc), and it was found that the probe was broken on (B)(6) 2015.